Event description:
It was reported via repair work order that the bed goes into trend instead of hi/low and that the lift was inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed goes into trend instead of hi/low due to a damaged motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed goes into trend instead of hi/low and that the lift was inoperable. Follow-up submitted as further investigation determined the bed went into trend instead of hi/low due to a damaged motor.

Manufacturer narrative:
Conclusion code description- parts on order.